Manufacturer narrative:
Unit received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test due to completely broken reservoir tube lip. The motor was tested outside of the device and passed.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose level was 136 mg/dl. The customer was able to rewind the insulin pump due to alarm. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.